Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and a sling and (bs) pinnacle were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior colporrhaphy, rectocele and enterocele repair, and sacrospinous ligament colpopexy. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. (B)(4).